Event description:
Patient's mother reported that the lancet protrudes from the multiclix when the endcap is in place. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.